Event description:
It was reported that the patient was having some "major issues." The patient had a leg twitching problem before implant, but the implant was making the leg twitching worse and she had to increase dosage of mirapex. The night prior to the call, the leg twitching kept the patient up. After 4 pain pills, the patient's hip stopped hurting. The hip issue was not prior to implant, and patient believed it started when the new device was put in. During the call, the patient successfully switched programs. Additional information received reported that the patient no longer had concerns with their device or therapy. It was reported the patient had no improvement in bladder function, despite working previously for retention. The patient had a sudden loss of therapeutic effect with no loss of stimulation. Reprogramming was performed. The patient had greater than fifty percent symptom reduction. A follow-up appointment was to be scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0psxl, implanted: (B)(6) 2014, product type: lead. (B)(4).